Event description:
It was reported that the device would not calibrate and was not used on a patient.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. The suspected root cause of the failure was related to attachment and not calibration. The device was returned with the capsule separated from the delivery system. The capsule trocar needle was advanced and saliva was present on the needle, in the trocar cavity, and on the proboscis. The plunger had been fully depressed and was only partially retracted. There was a bend in the pull wire at the handle. External power was applied for calibration verification.